Event description:
It was reported that the vertical lift on the c-arm of the cardiac system intermittently will not move up or down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and repaired the up switch. The system was tested and found to be working as intended and placed back into service.